Manufacturer narrative:
Additional narrative: upon further review, it was determined that this part is not reportable per investigation requirements.

Manufacturer narrative:
Without a lot number the device history records review could not be completed. The investigation could not be completed; no conclusion could be drawn, as no product was received.

Event description:
Patient was a pedestrian and was struck by a car resulting in multiple midface fractures. During the orif to repair the fractures: surgeon was inserting a matixmidface screw, self drilling, into the matrix midface y plate and the screw head broke off. Surgeon could not remove the shaft of the screw, however, the screw was filed down and the remainder of the shaft tip was left in the patients bone. The wound was irrigated to remove any shavings. Surgeon used screws in the remaining plate holes to sufficiently fixate the plate. Procedure was completed with no further problem, reportable, with no harm to patient. No further information is available. This is 1 of 2 reports for this event.